Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a primary audible error code. There was no patient involvement.

Manufacturer narrative:
D3: correction. H3: one device was returned for evaluation in used condition. Visual inspection showed the device was in good condition. Service history review found no repair history. Review of the event history log showed primary audible alarm post. Functional testing was performed. The device was repaired by replacing the main board and speaker, as they were faulty and determined to be the cause of the alarm.